Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1110976. D4: medical device expiration date: 2026-04-30. H4: device manufacture date: 2021-06-07. D10: device available for eval yes. D10: returned to manufacturer on: 2021-08-31. Investigation summary: one 1ml luer lock syringe (p/n 309628) inside a partially opened blisterpak from batch #1110976 was received. The sample was visually evaluated with no defects present. The sample was tested for leakage at the luer connection. The syringe did not leak and was acceptable per product specification. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd luer-lok¿ 1-ml syringe leaked. The following information was provided by the initial reporter: " it was reported by the medical professional, the syringe leaked. ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ 1-ml syringe leaked. The following information was provided by the initial reporter: "it was reported by the medical professional, the syringe leaked."